Event description:
It was reported that the patient experienced a loss of therapeutic effect, and that they had a return of symptoms over the past three days. The patient stated that there was no known accident or incident related to the change in therapy. The patient had been admitted to the medical center for issues unrelated to the device, and did not have the patient programmer and wasn't certain the device was turned on. The patient stated it was highly possible that he had turned the implant off when he checked his implant, and as result had a return of urinary symptoms. The patient was able to turn his stimulator back on and felt stimulation. Additional information received noted that the patient's issues were resolved.

Manufacturer narrative:
Product ID 3889-28, lot# v271801, implanted: 2009 (B)(6), product typ lead, product ID 3037, serial# (B)(4), product typ programmer, patient. (B)(4).